Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted the pt has experienced serious bodily injuries including extreme pain, erosion of her bodily tissues, significant mental pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).